Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence/ urgency frequency. It was reported trial patient was in the hospital due to them having an allergic reaction. On (B)(6) 2019, trial patient further reported they were still in the hospital and was going home this morning. No further complications were reported or anticipated.